Manufacturer narrative:
An event of a high-pressure gradient was reported. Gross morphological examination revealed a 10 mm irregular tear in the mid-portion of cusp 1. Fibrous pannus ingrowth on the inflow surface was also observed on cusp 2. No acute inflammation or significant calcifications were present on the returned valve. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event is consistent with the accumulation of pannus and the tear, however, the exact cause remains unknown.

Event description:
On (B)(6) 2012, an aortic valve replacement (avr) was performed and this 19mm epic supra valve was implanted. Shortly after the initial avr, mean pressure gradient (mpg) of 40 mmhg range and peak pressure gradient (ppg) of 60mmhg were noted. The patient's pressure gradient gradually increased over time and on an unknown date just before reoperation, the pressure gradient was 69 mmhg and ppg was 125 mmhg. On (B)(6) 2018, the re-do avr was performed and this epic valve was explanted and replaced with a carpentier-edwards perimount aortic heart valve (size unknown). Upon explant, pannus formation was observed.